Manufacturer narrative:
The field service representative (fsr) inspected the alinity I processing module and resolved the issue by replacing the pm sensor, assy and sample probe. No additional discrepant result issues have been reported since the service activity was completed. Data and information provided by the customer was reviewed. A review of complaint and trending data for the alinity I processing module did not identify any similar issues related to the with regards to the current issue. Additionally review of complaint and trending data associated with the pm sensor, assy did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify non-conformances identified for the part associated with this complaint. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial number (B)(6) was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed alinity I estradiol results for one sample. The following results were provided: (customer provided expected values for women with a normal menstrual cycle: follicular phase 21 ¿ 251, mid-cycle phase 38 ¿ 649, luteal phase 21 ¿ 312, postmenopausal women without hrt <10 ¿ 28, postmenopausal women on hrt * <10 ¿ 144, men 11 ¿ 44) initial result = 700 pg/ml, repeat result = >1000 pg/ml, repeat result with dilution = 3157 pg/ml. No impact to patient management was reported.

Event description:
The customer observed falsely depressed alinity I estradiol results for one sample. The following results were provided: (customer provided expected values for women with a normal menstrual cycle: follicular phase 21 ¿ 251, mid-cycle phase 38 ¿ 649, luteal phase 21 ¿ 312, postmenopausal women without hrt <10 ¿ 28, postmenopausal women on hrt * <10 ¿ 144, men 11 ¿ 44). Initial result = 700 pg/ml, repeat result = >1000 pg/ml, repeat result with dilution = 3157 pg/ml no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.